Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to myopotentials. Programming changes and deep breathing exercises to replicate the noise were recommended.